Event description:
Several of our networked bedside patient monitors re booted and after restarting the monitors they were found to have changed from the user settings to the factory default settings. No patient injury was reported.